Event description:
It was reported that stent damage occurred. The patient was presented to the hospital with dizziness and chest tightness. The 90% stenosed, 16mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut on the tip was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A promus premier 16 x 2.75mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found mid stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient was presented to the hospital with dizziness and chest tightness. The 90% stenosed, 16mm x 2.75mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 16 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut on the tip was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.